Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported peritonitis. The root cause investigation is in progress.

Event description:
On an unreported date, the patient began treatment with dianeal pd2 ultrabag intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis which required hospitalization. On an unreported date, prior to the start of antibiotic therapy, a peritoneal effluent analysis and culture were performed. The cause of the peritonitis was unknown. On an unreported date, the patient began remedial therapy with fortum (1gm, daily, route not reported), vancomycin (1gm, daily, route not reported) and amikacin (250 mg, daily, route not reported). The outcome for the event of peritonitis had not resolved. On an unreported date, remedial therapy was discontinued. On (B)(6) 2011, the patient died. The cause of death was fatal cardiac disease. It was not reported if an autopsy was performed. Dianeal pd2 ultrabag therapy was not discontinued prior to the patient's death. The nurse considered the events of peritonitis and fatal cardiac disease to be unrelated to dianeal pd2 ultrabag therapy.